Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the sleeve, the first issue was a partial firing, the surgeon simply re-stapled after removing the reload. The second issue was the second to last firing on a second reload of the sleeve and the stapler locked on tissue and would not come off until the handle and adapter were removed and connected again. This troubleshooting step did allow the reload to unlock on the tissue and finish the procedure. It was noted that there was a remove reload error that occurred after removing the handle from the adapter during troubleshooting when the load was stuck on the tissue and would not release. There was no patient injury.